Event description:
Customer reported blockage at control head near the biopsy channel in between the port and the switches. The issue found during a diagnostic colonoscopy procedure. According to the report, the intended procedure was completed with no delay reported. Per the reporter, the device was inspected prior to use as per the instruction for use (IFU). No patient/patients infection associated on this reported issue. No harm was reported. No patient harm, no user injury reported . Device evaluation found clogged channel tube (ch-tube), foreign material ( black seeds) found inside the suction cylinder of the device. This report is being submitted due to the finding of foreign material in the device suction cylinder (handling , insufficient cleaning issue ) identified during device return evaluation .

Manufacturer narrative:
The subject device was received and evaluated . Device evaluation found clogged ch-tube. Foreign material (black seeds) found inside the device suction channel attributed to be due to insufficient cleaning, handling issue. Furthermore, the following defects/findings were identified during device inspection: brush passage has a restriction due to foreign material. Bending rubber adhesive is detached and cracked. Bending angle does not meet specification. C-cap has dents and scratches. Distal end insulation test has failed. Light guide lens epoxy is worn. Objective lens epoxy is worn. Light guide tube has wrinkles. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The foreign material was identified as a black seed. There was no physical damage at foreign object detection point and there were no deviations in reprocessing. The event can be detected/prevented by following the instructions for use which state: 1) "if the endoscope and accessories used in the patient procedure are not immediately cleaned after each patient procedure, residual organic debris will begin to dry and solidify, hindering effective removal and reprocessing efficacy. Preclean the endoscope and the accessories at the bedside immediately after each patient procedure." 2) "be sure to thoroughly brush the inside of the instrument channel, the instrument channel port, the suction channel, and the suction cylinder of the endoscope. Insufficient brushing may pose an infection control risk." Olympus will continue to monitor field performance for this device.